Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission it was noted that the implantable cardioverter defibrillator (ICD) exhibited intermittent capture causing non-sustained right ventricular oversensing episodes. No resolution was performed. There were no patient consequences.